Manufacturer narrative:
Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. Insulin pump was monitored and tested with no blank display, unexpected restart error alarm and e13 or a13 alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that multiple pump error was occurred. Blood glucose was 140 mg/dl. Troubleshooting was performed. Customer also reported that pump error was recurred again. The insulin pump will be returned for analysis.